Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2012, the customer reported that this lead was surgically abandoned (capped) during a device changeoput due to high thresholds of 5.5v @ 1.0 ms. A new lead was successfully implanted. There were no adverse patient effects reported. The lead was actively implanted for approximately 7 years, 6 months.